Manufacturer narrative:
The power management tool confirmed power error alarm was triggered when the backup battery unloaded voltage was less than 3.7v for 240 consecutive minutes due to non-sleep anomaly software error. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails, scratched case and minor scratched lcd window.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a power system error. The customer blood glucose level was unknown at the time of the incident. The customer did not troubleshoot the issue. The insulin pump will be returned for analysis.